Manufacturer narrative:
The cause for the two (B)(6) advia centaur xp (B)(6) patient results compared to the alternate (B)(6) test method is unknown. The customer's quality control results were within acceptable limits at the time of the event. There is no further information regarding any follow up (B)(6) pcr testing or the patient's clinical histories. There is not enough patient sample volume available for follow up investigation. No conclusion can be drawn. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
(B)64) advia centaur xp h(B)(6) results were obtained on two patient samples and considered discordant when compared to (B)(6) patient results on an alternate (B)(6) test method. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur (B)(6) assay results.